Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to hall sensor being out of tolerance.

Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging the device had a pressure issue. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's blower was replaced to address the issue.